Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that they treated his high blood glucose with insulin drip. The customer stated that he will be treating his high blood glucose with manual injections. The customer stated that he felt sick and nauseous. Troubleshooting did not occur. The insulin pump will be returned for analysis.